Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0usuj, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported a loss or change of therapy and several falls since implant. The patient had pre-existing irritable bowel syndrome (ibs) with occasional flare-ups. The device had been working well at symptom reduction, but the patient was experiencing incontinence since (B)(6) 2015. Troubleshooting included confirming the device to be on and increasing amplitude. An appointment was scheduled for (B)(6) 2015. Cause, actions, and outcome of event remain unknown. Follow-up is being conducted to obtain additional information. The indication for use included gastrointestinal/pelvic floor.